Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15 november 2020) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1, g4. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021. Patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of 3dmax mesh (device 1-left and device 2-right). Per operative notes, ¿a supraumbilical incision was made. Both right and left inguinal hernia sac were dissected out. Two 3dmax mesh (device 1, left and device 2, right) was placed right and left inguinal floor and secure it with sutures.¿ (B)(6) 2021. Patient was diagnosed with left recurrent inguinal hernia hereby underwent robotic assisted repair with implant of unknown mesh and explant of 3dmax mesh (device 1). Per operative notes, ¿a supraumbilical incision was made. The left inguinal hernia sac was dissected out. Edge of the old (device 1) mesh had flipped up with recurrence underneath. Old mesh (device 1) was dissected out. An unknown mesh was placed into the left inguinal floor and secure it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.